Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because it's not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the forceps channel blocked (foreign object removed) and the nozzle clogging, amount of water contact does not meet the standard value (nozzle has foreign objects). There was no patient involvement.